Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope bending rubber where it flexes was peeling off. It is unknown when the issue occurred. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, d4, e4, g3, h2, h3, h6 and h11. Correction: d4 - lot # . The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "bending rubber where it flexes was peeling off" was confirmed. In addition, the investigation identified burn/chip on the plastic distal end cover (c-cover). It was likely due to degradation problem/environmental temperature problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.